Manufacturer narrative:
As an event date is not available, the date of event is noted as 5/1/2015 (the publication date ["2015.05"] noted in the cited work). Additionally, as majority of the patients were male with an average age of 74.2 years old, the patient details will note male as gender and 74 as age. (B)(6). A review of the manufacturing paperwork could not be performed as the lot numbers are not available. The causes of the iliac artery ruptures could not be determined with the available information.

Event description:
In a literature review, the following information was obtained. K, oka., et al. "Results of thoracic endovascular aortic repair (tevar) using gore tag." Japanese journal of cardiovascular surgery (0918-6778). Vol.24(3). 287. Demographics: 180 patients (128 males and 52 females) with average age of 74.2 years old device implanted: gore tag thoracic endoprosthesis (item/lot numbers unknown) time period of device implant: from june 2008 to october 2013 fourteen iliac artery rupture events were reported. Further information is not available.